Manufacturer narrative:
The reported event could not be confirmed, although the product was returned for evaluation but doesn¿t matches the reported failure as the reported event could not be reproduced and the device was found fully functional. The device inspection revealed the following: a functional inspection was performed by assembling the returned targeting device with a sample nail & sample drill, it was found that the drill could pass easily through both the round (for static locking) and oblong (for dynamic locking) hole without any contact with the nail. The device was working fine. Therefore, the reported event could not be confirmed or reproduced. Based on investigation, the root cause was attributed to a user related issue. Evaluation revealed that the device is fully functional and there is no issue with the reported device whatsoever. The reported failure has more to do with user handling error. Based on complaint history and risk management file some of the possible user handling errors of this failure are: improper positioning of nail, target sleeve adjustment is incorrect, target sleeve is not locked, sleeves not fixed or not introduced far enough, load on instruments by soft tissue (incision not precise) etc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU states: ¿¿ during the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ if any further information is provided, the complaint report will be updated.

Event description:
Several distal missdrillings occured. Surgical delay of 15min. Not longer. The medical procedure was completed successfully by performing a distal free-hand-locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Several distal missdrillings occured. Surgical delay of 15min. Not longer. The medical procedure was completed successfully by performing a distal free-hand-locking.